Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea"), abdominal pain ("abdominal pain"), headache ("headaches") and pain ("body aches"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure treatment was not changed. At the time of the report, the pelvic pain, nausea, abdominal pain, headache and pain outcome was unknown. The reporter considered abdominal pain, headache, nausea, pain and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea"), abdominal pain ("abdominal pain"), headache ("headaches") and pain ("body aches"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, nausea, abdominal pain, headache and pain outcome was unknown. The reporter considered abdominal pain, headache, nausea, pain and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-nov-2018: quality safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a 34-year-old female patient who had essure (batch no. 685786) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included bloating nos, pain chest and low back pain. Previously administered products included for prevent pregnancy: mirena from 2005 to 2008; for an unreported indication: iud. Concurrent conditions included endometriosis and stomach cramps. Concomitant products included antibiotics for bladder infection, urinary tract infection and vaginal infection. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced nausea ("nausea"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)"), cystitis ("bladder infect."), migraine ("migraine/migraines / headaches"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2018, the patient was found to have uterine leiomyoma ("fibroids"), 7 years 10 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), pain ("body aches"), female sexual dysfunction ("apareunia"), metrorrhagia ("metorhagia (bleeding b/w periods)") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (hysterectomy (full), bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, headache, pain, female sexual dysfunction, metrorrhagia, fatigue, uterine leiomyoma and abdominal pain lower outcome was unknown, the nausea, dyspareunia, menorrhagia, cystitis, vaginal haemorrhage, urinary tract infection, vaginal infection and dysmenorrhoea had resolved and the migraine was resolving. The reporter considered abdominal pain, abdominal pain lower, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, metrorrhagia, migraine, nausea, pain, pelvic pain, urinary tract infection, uterine leiomyoma, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatment for apareunia, dyspareunia (painful sexual intercourse),pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods), nausea, migraine and fatigue. 10 trailing coils on the right side and with 8 trailing coils on the left side. Concerning the injury reported in this case, the following once were described in medical records: abdominal pain, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-sep-2019: fu 2 and 3 processed together. Pfs received. Following events were added: dyspareunia (painful sexual intercourse), apareunia, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods), bladder infect., migraine, fatigue and she did not underwent essure confirmation test. Reporter information was added. On 19-sep-2019: fu 2 and 3 processed together. Pfs and mr received- lot number was added. New events abnormal bleeding (vaginal), urinary tract infection, vaginal infection, dysmenorrhea (cramping), fibroids and lower abdomen pain were added. Event onset date were added. The outcome of events bladder infection, dyspareunia and nausea was updated from unknown to recovered and migraines to recovering. Patient¿s height, age and race were added. Reporter¿s information was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a 34-year-old female patient who had essure (batch no: 685786) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included bloating, rib pain and low back pain. Previously administered products included for prevent pregnancy: mirena from 2005 to 2008; for an unreported indication: iud. Concurrent conditions included endometriosis and stomach cramps. Concomitant products included antibiotics for bladder infection, urinary tract infection and vaginal infection. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced nausea ("nausea"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia"), cystitis ("bladder infect."), migraine ("migraine/migraines / headaches"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") and dysmenorrhoea ("dysmenorrhea (cramping"). On (B)(6) 2018, the patient was found to have uterine leiomyoma ("fibroids"), 7 years 10 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), pain ("body aches"), female sexual dysfunction ("apareunia"), metrorrhagia ("metorhagia (bleeding b/w periods") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (hysterectomy (full), bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, abdominal pain, headache, pain, female sexual dysfunction, metrorrhagia, fatigue, uterine leiomyoma and abdominal pain lower outcome was unknown, the nausea, dyspareunia, menorrhagia, cystitis, vaginal haemorrhage, urinary tract infection, vaginal infection and dysmenorrhoea had resolved and the migraine was resolving. The reporter considered abdominal pain, abdominal pain lower, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, metrorrhagia, migraine, nausea, pain, pelvic pain, urinary tract infection, uterine leiomyoma, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatment for apareunia, dyspareunia (painful sexual intercourse),pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods), nausea, migraine and fatigue. 10 trailing coils on the right side and with 8 trailing coils on the left side. Concerning the injury reported in this case, the following once were described in medical records: abdominal pain, pelvic pain. Lot number: 685786, manufacture date: 2009/10, expiration date: 2012/10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-oct-2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.